Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported per (B)(4): epidural catheter sheared off at approximately 5.5cm, with distal portion retained in patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used catheter with lidstock packaging identifying the reported lot number was returned for evaluation. Visual evaluation of the used catheter showed the tip of the catheter to be sheared off as described. Although the tip of the catheter was sheared off, since the product had bee used, it is not confirmed to be a manufacturing defect. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. User will be referred to the IFU which states, precaution: advancing the catheter more than 5 cm past the needle tip may increase the likelihood of kinking or knotting. Caution: do not withdraw catheter through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.